Event description:
It was reported that the patient is not achieving the upper rates during exercise. Farfield r-wave oversensing was noted on the right atrial lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2013; 6935-58 lead, implanted: (B)(6) 2013. (B)(4).